Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm and pump error alarm. The customer stated they were not able to clear the alarm. Customer stated that screen was frozen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to corroded keypad trace and corroded electronic assemblies. Unable to perform displacement test and self test or verify pump error 4, pump error 63, and frozen screen due to unresponsive keypad.